Manufacturer narrative:
The device history record review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. An investigation into the reported condition was performed at the manufacturing facility. One (1) open sample was returned to the manufacturing site in relation to this complaint. A visual inspection was completed on the sample however no deficiency was found. The returned sample has two pieces of clear tape attached to tube beside two of the purple connectors. The sample was leak tested under water with no signs of any leaks on all connectors. As a result of the leak test the site cannot confirm the reported condition and subsequently are no correctives to be implemented.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that there were leaks at the level of the junction between the set and the purple connection. The customer further reported that the problem has recurred several times on the same day with the same patient. The set did not break.